Event description:
Updated summary: the user treated with glucose tablets; no glucagon was used. The sensor issues and low blood glucose were separate events.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (removed health effect - clinical code 1912 and it's related health effect - impact code 4644) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose event and high blood glucose event and also reported change sensor and loss of communication between pump and transmitter. The customer reported hyperglycemia treated with manual injection, insulin pump and hypoglycemia treated with glucagon, glucose/carbohydrate intake. The event involved product(s) mmt-397a, mmt-332a, mmt-7020mla, mmt-1884, mmt-7911na. Troubleshooting was performed for transmitter and the transmitter was connected to pump as expected. Troubleshooting was not performed for low blood glucose and high blood glucose event and it was unknown whether the customer was using the insulin pump system within 48 hours of the reported event and the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7020mla. No product return is required for mmt-1884. No product return is required for mmt-7911na.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- customer experienced, hypoglycemia of 29 mg/dl on (B)(6) 2025. Hypoglycemia of 34 mg/dl on (B)(6) 2025. Hyperglycemia of 435 mg/dl on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.